Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. The insulin pump was received with a critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with corrosion inside of the battery tube, missing retainer, missing reservoir tube o-ring, case cracked behind the insulin pump near the battery compartment, scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 196 mg/dl at time of incident. Customer states pump started flashing critical pump error. Customer was working outside in the heat came inside to an a.c home and notice the cracks on pump while pump was alarming critical error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.